Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) ø1.0mm cable lock for pistol grip cable tensioner.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: no visual inspection from supplier could be preformed as the device could not be located. However from the pictures that were taken when us cq received the device before shipping it to rti, there was discoloration of the laser etching that could be noticed. Functional test: no functional test could be preformed as the device could not be located. Dimensional inspection: no dimensional inspection could be preformed as the device could not be located. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Moreover, a DHR review was conducted by rti and found that the device met manufacturing specification prior to shipping. Investigation conclusion: this complaint could not be confirmed as the device was lost at the supplier site and complete investigation could not be performed. Should the device be found at a later date, further investigation will be performed. Visual inspection performed by us cq revealed discoloration; but this defect could not cause the functional issue reported. No root cause could definitively be determined for the reported complaint condition. Rti has escalated the issue initiating an internal notification to address the issue of the returned missing device. J&j has raised nc to investigate the lost returned device. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part #: 03.221.016; synthes lot #: p141018; supplier lot #: p141018; release to warehouse date: 21-jan-2013; supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cable lock for pistol grip and cable tensioner would not tension and the nose item wouldn¿t remain locked. Both of the items were set aside and surgeon had to open another set. There was no surgical delay. Procedure successfully completed. No patient consequences. Concomitant device reported: 1.7mm cable lock (part # 03.221.017, lot # unknown, quantity 1). This report is for one (1) cable tensioner with pistol grip. This is report 2 of 2 for (B)(4).